Event description:
It was revealed during a periodic review of the manufacturer¿s programming history database that high impedance was observed on the patient¿s m102 vns generator. It was noted that the software was a m3000 (B)(4). The physician then programmed the output currents off and the diagnostics were within normal limits. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma , it was observed that system diagnostics using m3000 (B)(4) and m250 software would display ok lead impedance while system diagnostics using m3000 (B)(4) software would display a false high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 (B)(4) software; when system diagnostics were performed by the user with m3000 (B)(4) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.